Event description:
The hcp reported that the pt is experiencing hip and lower back pain, burning/itching of eyes and scalp and back spasms. The pt denies hearing an alarm. The pump has been implanted for more than 7 yrs.